Manufacturer narrative:
As of today, the explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the explant procedure, the device setscrews were stuck. The atrial setscrew was able to be loosened however the ventricular setscrew remained stuck. The ventricular lead was cut and abandoned surgically. No adverse patient effects were reported.